Event description:
Asr revision; asr resurfacing system - right hip; reason for revision - unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No revision. No serious injury at this time.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr resurfacing system - right. Bi-lateral. Reason for revision - unknown - (B)(4). Added country 09 may 2013. Update received: 7th july 2014 - cross referenced and removed revision date as patient's consultant advises that the patient has not had revision on the right hip and is due to see her again for a review later this year and (B)(6) advise they have not been provided with any asr details for the right hip. Bi-lateral patient - please see (B)(4) for the 1st left revision and (B)(4) for the 2nd left revision.